Manufacturer narrative:
Aso evaluated retained samples of the same lot number on 03/24/16 and reviewed records of biocompatibility tests for materials used to manufacture the same type of products. On 04/25/16 aso evaluated returned samples for adhesion properties with no issues detected. Additionally, the customer has not reported additional issues related to this report since the initial complaint. This issue appears to be a minor incident and not a serious injury. Based on the information available at the time of this report, this issue appears to be a minor incident and not a serious injury.

Event description:
Consumer reported that he used bandage to cover a minor scratch and that this started to burn. When he checked and removed the bandage, he noticed that the bandage had burned and torn off his skin.

Manufacturer narrative:
Aso evaluated retained samples of the same lot number on 03/24/16 and reviewed records of biocompatibility tests for materials used to manufacture the same type of products. Refer to this report for further details.

Event description:
Consumer reported that he used bandage to cover a minor scratch and that this started to burn. When he checked and removed the bandage he noticed that the bandage had burned and torn off his skin.